Event description:
It was reported that a hardware removal was performed due to patient complaints of pain. The original implant was in (B)(6) 2013 due to a forearm fracture involving the radius and the ulna. The procedure was successfully completed with no time delays or patient harm. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). The implant originally occurred on an unknown day in (B)(6) 2013. Exact date of explant is unknown. Per the facility, no parts will be returned to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. Device history review: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned to manufacturer.